Manufacturer narrative:
(B)(4).

Event description:
The patient was hit with a blunt metal object near the pump site while working in his wood shop. The patient was seen by his physician and at that time, no damage to his pump was found. The patient had no change in therapy following the event. The physician continued to monitor the patient's pump. About one month later, the patient came back to the office. There was another assesment performed and at that time, no pump issues were found. On (B)(6) 2010, the patient came in for a refill and at that time, 24 cc were aspirated from the pump. Only 2.9 cc were expected . A CT scan was ordered for later in december. The device system was used to deliver morphine (20 mg/ml). The patient was reported to be doing fine. Additional information has been requested. A follow-up report will be sent if additional information becomes available.